Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated with two programmers. It was also reported that when applying a magnet over the device no pacing spikes were shown. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.